Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1602 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when maintained, the catheter was ruptured from the insertion site. 24 cm of the catheter was implanted internally. Intervention department was contacted for consultation, finding that the entire segment of the ruptured catheter was in the inferior vena cava. A procedure was conducted, through which the catheter was removed from the body.